Manufacturer narrative:
Complaint conclusion: as reported in the cordis real-smart study, approximately 9 months after implantation of a 5mm x 100mm smart flex vascular self-expanding stent (ses), the patient experienced in-stent restenosis greater than 50%. Target lesion revascularization was performed using an unknown drug-coated balloon and the restenosis resolved the following day. The event was classified as mild, non-serious, not related to the study device or index procedure. At approximately 15 months following the index procedure, repeat angiographic follow-up again demonstrated severe claudication, 50% residual stenosis, and recurrent target lesion restenosis greater than 50%. A second target lesion revascularization was performed using plain old balloon angioplasty (poba) due to symptomatic restenosis. This event was mild, non-serious, and unrelated to the study device and procedure. The event resolved the following day. At approximately 23 months following the index procedure, follow-up data documented an additional target lesion revascularization with poba for symptomatic restenosis greater than or equal to 50%. This event was non-serious, unrelated to the device and procedure, and no additional action beyond observation was documented. The event outcome was recorded as resolved. Data collection concluded approximately 23 months after the index procedure, with no death reported during follow-up. Prior to the index procedure, the patient had symptomatic peripheral artery disease characterized by severe claudication. Relevant medical history included prior endovascular interventions consisting of kissing stents at both the target lesion and non-target lesion locations. There was no history of diabetes, congestive heart failure, chronic kidney disease, thrombophilia, bleeding disorders, vascular disorders other than pad, or allergies to nitinol or antiplatelet/antithrombotic therapies. The target lesion was located in the left superficial femoral artery (sfa) and measured 100 mm in length with a reference vessel diameter of 5 mm and 90% stenosis prior to treatment. The lesion was classified as tasc a with mild calcification and rutherford class 3 severe claudication. During the index procedure, the lesion was successfully crossed with an unknown guidewire. Pre-dilatation was performed using an unknown 150mm x 5mm semi-compliant percutaneous transluminal angioplasty (pta) balloon, reducing stenosis from 90% to 50% before stent implantation. A single 5mm x 100mm smart flex vascular ses was implanted via ipsilateral femoral access under local anesthesia using an unknown 5f sheath. The stent was fully deployed and fully expanded without balloon dilatation. Residual stenosis at the completion of the procedure was 0%, no procedural complications or adverse events occurred, no target lesion revascularization was required prior to discharge, and the patient was discharged one day after the procedure. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported event of recurrent ¿stent restenosis¿ identified following implantation of a smart flex vascular self-expanding stent in the left superficial femoral artery occurred in a patient with symptomatic peripheral artery disease and a history of prior endovascular interventions, including kissing stents at the target lesion. The index procedure was successful, with complete stent deployment, 0% residual stenosis, and no procedural complications. Although the patient experienced recurrent target lesion restenosis requiring three subsequent target lesion revascularization procedures during follow-up, each event was classified by the investigator as mild, non-serious, resolved, and unrelated to the study device or index procedure. Restenosis is a recognized complication following peripheral arterial interventions and may be influenced by patient, lesion, and disease related factors. The reported event is most consistent with disease progression and an expected long-term outcome of peripheral arterial intervention. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ a product history record (phr) review could not be conducted due to the unavailability of the device lot number. However, based on the information provided, there is no indication that the reported event was associated with a manufacturing-related issue. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the cordis real-smart study, approximately 9 months after implantation of a 5mm x 100mm smart flex vascular self-expanding stent (ses), the patient experienced in-stent restenosis greater than 50%. Target lesion revascularization was performed using an unknown drug-coated balloon and the restenosis resolved the following day. The event was classified as mild, non-serious, not related to the study device or index procedure. At approximately 15 months following the index procedure, repeat angiographic follow-up again demonstrated severe claudication, 50% residual stenosis, and recurrent target lesion restenosis greater than 50%. A second target lesion revascularization was performed using plain old balloon angioplasty (poba) due to symptomatic restenosis. This event was mild, non-serious, and unrelated to the study device and procedure. The event resolved the following day. At approximately 23 months following the index procedure, follow-up data documented an additional target lesion revascularization with poba for symptomatic restenosis greater than or equal to 50%. This event was non-serious, unrelated to the device and procedure, and no additional action beyond observation was documented. The event outcome was recorded as resolved. Data collection concluded approximately 23 months after the index procedure, with no death reported during follow-up. Prior to the index procedure, the patient had symptomatic peripheral artery disease characterized by severe claudication. Relevant medical history included prior endovascular interventions consisting of kissing stents at both the target lesion and non-target lesion locations. There was no history of diabetes, congestive heart failure, chronic kidney disease, thrombophilia, bleeding disorders, vascular disorders other than pad, or allergies to nitinol or antiplatelet/antithrombotic therapies. The target lesion was located in the left superficial femoral artery (sfa) and measured 100 mm in length with a reference vessel diameter of 5 mm and 90% stenosis prior to treatment. The lesion was classified as tasc a with mild calcification and rutherford class 3 severe claudication. During the index procedure, the lesion was successfully crossed with an unknown guidewire. Pre-dilatation was performed using an unknown 150mm x 5mm semi-compliant percutaneous transluminal angioplasty (pta) balloon, reducing stenosis from 90% to 50% before stent implantation. A single 5mm x 100mm smart flex vascular ses was implanted via ipsilateral femoral access under local anesthesia using an unknown 5f sheath. The stent was fully deployed and fully expanded without balloon dilatation. Residual stenosis at the completion of the procedure was 0%, no procedural complications or adverse events occurred, no target lesion revascularization was required prior to discharge, and the patient was discharged one day after the procedure. The device will not be returned for evaluation.